Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia as well as hyperglycemia. The customer¿s low blood glucose level was 40 mg/dl. The customer¿s blood glucose level was 210 mg/dl at the time of incident and current blood glucose was 201 mg/dl. Customer declined to troubleshoot for low blood glucose event. The customer was treated with juice for low blood glucose level. Customer reports the symptoms related to their high blood glucose such as dry mouth. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump and pens for high blood glucose. Customer reports they have not contacted their health care professional regarding the high for high blood glucose. Customer did not allege insulin pump was under delivering. Customer reports that they had a little blood at site upon insertion. The insulin pump will not be returned for analysis.